Event description:
The ge oec 9900 fluoroscopy system produced sounds consistent with tube arcing.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the x-ray tube and cover. System re-calibrated and x-ray beam aligned to specifications. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.